Event description:
I was implanted with texture silicone shell saline implants in (B)(6) 2005. Immediately had a reaction with a rash on my chest that was diagnosed as yeast. My life has been a downhill spiral since implanted. I have spent a nine-year journey of going from doctor to doctor trying to find out what was wrong with me spending thousands of dollars to no avail. These things have taken away my life.